Event description:
It was reported that during follow up in the clinic, oversensing noise was noted on both right atrial (ra) and right ventricle (rv) leads. Ra and rv leads were capped and replaced with new leads. There were no patient consequences.